Event description:
No new patient or event information to report.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. It was reported, the patient had a ureteroscopy and a universa soft ureteral stent set was placed. Approximately two weeks later, (stent was still in place) a percutaneous nephrolithotomy (pcnl) and removal of kidney stones from right kidney was performed. A flexible cystoscope was inserted and the stent coils in the bladder were visualized and under fluoroscopy the stent coils in the kidney were located. The bladder coil was grasped with a reusable stent grasper and the end was brought out of the urethra. A terumo guide wire was then introduced to the stent but was unable to be passed through the upper end and a knot was suspected due to this and the images under fluoroscopy. The stent was the removed manually with no complications and the knot in the stent was confirmed. Investigation ¿ evaluation: a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, quality control data, and specifications. One device was returned for investigation. Visual examination confirmed that only the 5fr multi -length stent , was received in used condition. The positioner and wire guide were not returned. The stent was covered with dried bodily fluid covering the coil. The distal coil was knotted 8mm from the distal end. A wire guide could not wire through the knotted area. No other anomalies observed on the stent. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: warning: formation of knots in multi-length stents may occur. This may result in injury to the ureter during removal and/or the need for additional surgical intervention. The presence of a knot should be considered if significant resistance is encountered during attempts at removal. Warning: after use this device may be a potential biohazard. Handle and dispose of in accordance with acceptable medical practices and with applicable local, state and federal laws and regulations. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Cook has concluded that a known inherent risk of the device contributed to the complaint. The instructions for use states in the warning "formation of knots in multi-length stents may occur. This may result in injury to the ureter during removal and/or the need for additional surgical intervention. The presence of a knot should be considered if significant resistance is encountered during attempts at removal." Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Concomitant medical products: storz flexible cystoscope and terumo nitinol hydrophilic guide wire. (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, the patient had a ureteroscopy and a universa soft ureteral stent set was placed. Approximately two weeks later, (stent was still in place) a percutaneous nephrolithotomy (pcnl) and removal of kidney stones from right kidney was performed. A flexible cystoscope was inserted and the stent coils in the bladder were visualized and under fluoroscopy the stent coils in the kidney were located. The bladder coil was grasped with a reusable stent grasper and the end was brought out of the urethra. A terumo guide wire was then introduced to the stent but was unable to be passed through the upper end and a knot was suspected due to this and the images under fluoroscopy. The stent was the removed manually with no complications and the knot in the stent was confirmed. The patient did not require any additional procedures due to this occurrence. No adverse events have been reported as a result of the alleged malfunction.